Manufacturer narrative:
The insulin passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a scratched case and a pillowing keypad overlay. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's healthcare provider reported that the insulin pump alarmed no delivery. The customer was hospitalized with a very high blood glucose level. Customer's blood glucose level was over 30 mmol/l. It was the fourth time in a month and a half that the customer was hospitalized. The healthcare provider tried different infusion sets and different needle lengths. The customer refused now to use the insulin pump. The customer started using pens four times a day. The customer was advised that the device would be replaced and agreed to return the product for analysis.